Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that t-wave oversensing was caused by lv loss of capture. Programming change and induction test were suggested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with non-sustained post-paced t-wave oversensing. Events were too small to measure and make programming changes.